Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous distal right coronary artery (rca). While performing a percutaneous coronary intervention, a non-bsc balloon catheter was used to dilate the lesion. At the close of the procedure, the guidezilla was detached at the collar section when withdrawn into the non-bsc guide catheter. A non-bsc balloon catheter was inserted into the guidezilla and inflated and both devices were removed successfully from the patient. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed that the hypotube and distal shaft had numerous kinks. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination revealed no damage to the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous distal right coronary artery (rca). While performing a percutaneous coronary intervention, a non-bsc balloon catheter was used to dilate the lesion. At the close of the procedure, the guidezilla was detached at the collar section when withdrawn into the non-bsc guide catheter. A non-bsc balloon catheter was inserted into the guidezilla and inflated and both devices were removed successfully from the patient. There were no patient complications reported and the patient's status is good.